Event description:
Clinical study. It was reported that during a coronary artery stenting treatment procedure a vessel dissection occurred. The index procedure was performed using the right femoral approach, treating the 90% stenosed 12-15mm length target lesion located in the distal 3rd of the left anterior descending (lad) artery. Treatment used a non bsc wire and pre dilation with a 2.5x12mm maverick balloon deployed at 8 atm's. There was a residual stenosis of about 50% with a small tear of the plaque in that area. The pt then underwent successful stenting using a study taxus 2.75x32mm drug eluting stent deployed at 16 atm's and post dilation using a 2.75x30mm quantum balloon deployed at 16 atm's resulting in 0% residual stenosis. There was a step-up from the mid lad to the stented area but no proximal dissection was seen. Pt was given 1 bolus of integrilin, plavix and aspirin and 100 micrograms of nitroglycerin prior to each angiogram shot taken during the procedure. The patient was discharged two days post procedure on aspirin and plavix along with the rest of his regular medical therapy.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".